Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 row board cable was not fully seated into the header. A field service engineer reseated the cable to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3b1 drawers could not be recovered. An error message indicated the device was not connected to the bus. The customer attempted powering off and unplugging the system for 10 minutes, but the issue persists. A patient own medication was stuck inside the pyxis and needed to be retrieved so it can be transferred to another location. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.